Event description:
Litigation alleges that the patient suffers from severe pain, swelling, inflammation, and damage to surrounding bone and tissue, and partial lack of mobility.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
Update 14 september 2015: updated reason for revision to include pain. Updated hip side as left hip. Added stem and sleeve details and manufacture / expiry dates for cup and head. Taken from scf.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 27 october 2015: updating doi as this is the 2nd part of 2 revisions. For 1st revision (B)(4). Taken from reply to third request for additional information update 4 nov. 2015: updated hospital details. Taken from claimsuite update 27 oct. 2015.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.